Manufacturer narrative:
Corrected information was provided in section d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company representative was unable to confirm nor replicate the reported event. To address the reported issue, the fiber optic aiming beam was re-centered, the system counter was reset, and the output factor was calibrated to be within specification. The system was tested and found to meet product specifications. The root cause of the reported aiming beam issue is attributed to wear and reliability of the fiber optic. A non-conformance based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation. The root cause of the reported aiming beam issue is attributed to wear and reliability of the fiber optic. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the ophthalmic laser aiming beam was not quite in focus. The light beam illumination was dark, and the laser split into not quite two beams but exploded, resulting in iris damage when aiming for the retina. The current patient status was unknown.